Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance on the superior vena cava (svc) coil. Upon evaluation, it was also noted that the capture thresholds had fluctuated up and down for the past year. The lead remains in use. No patient complications have been reported as a result of this event.